Manufacturer narrative:
Additional information was received: it was reported that the native valve was bicuspid and there was calcification. The site loaded the valve and had minimal experience in loading. The load was confirmed using visual, tactile and fluoroscopic methods. The valve was deployed on the first attempt. The bav improved the infolding but did not completely resolve infolding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, after an aortic valve pressure gradient was noted and computed tomography (CT) confirmed infolding of the valve, a balloon aortic valvuloplasty (bav) was performed. No additional adverse patient effects were reported.